Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this patient experienced phrenic nerve stimulation and a right atrial (ra) lead dislodgement was confirmed. The device was reprogrammed and the ra lead remains implanted. No adverse patient effects were reported.